Manufacturer narrative:
Manufacturer's investigation conclusions: a direct relationship between the device and the patient¿s outcome could not be determined. The customer reported that the patient was found unresponsive at the nursing center. Review of the submitted system controller log files found events that indicated the external batteries and the controller backup battery had become fully depleted, resulting in a pump stop. The pump remained off for an unknown period of time until charged batteries were connected to the controller. The pump resumed operating at the set speed with flow in the 0lpm to 1.2lpm range. After approximately 1 hour, the driveline was disconnected and the system controller was shutdown. The pump appeared to operate as intended when connected to power. The pump was not returned for evaluation. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient passed away on (B)(6) 2023 due to power loss on the left ventricular assist device (lvad). The outcome was device/therapy related. An autopsy would not be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Event summary: it was reported that the patient was found unresponsive at the nursing center. The system controller was reportedly not alarming when flows were at 0.2 liters per minute (lpm). Log file review captured pump stop alarms beginning at 5:02am on (B)(6) 2023, which appeared to be caused by complete loss of power to the system controller due to depleted batteries. It was unknown how long the pump was off due to the system controller clock being reset. Related manufacturer's report: 2916596-2023-04926.